Event description:
On (B)(4) 2013, the reporter, the patient's husband, contacted animas and stated that his wife had been hospitalized with a blood glucose (bg) of 612 mg/dl and large ketones on (B)(6) 2013. She had diarrhea for several days before admission and was throwing up at time of admission. He alleged the following: on (B)(6) 2013, her bg was in the 200-300 mg/dl range and she changed the site. There were no site abnormalities noted at that time. Her bg started to elevate after site/set change. Patient did not check her bg 2 hours after the change, or change out the site again. Bg elevations day before and day of admission ranged from 300- 600 mg/dl. She did not give an injection by syringe and did not contact her health care provider (hcp) about the prolonged diarrhea. Her husband transported her to the hospital where she was admitted. His wife is on dialysis but has no health issues other than the diarrhea. Husband denies any pain or hypoglycemic issues, weight change or high fat foods. She knows how to count carbohydrates. He is unable to recall when last I:c ratio was changed. Husband denies any air bubbles or leaks, and declines to review the pump. He states supplies are not expired and insulin is used at room temperature. He alleges the hcp has reviewed pump and all settings are correct, and will not put patient back on pump until pump is replaced. The patient is unable to recall at what time during her hospital stay the pump was disconnected, and did not look at the cannula. Husband reports hospital did not find patient had any type of infection. The patient was discharged on (B)(6) 2013 with a bg of 160 mg/dl, and is on a backup plan until she receives a new pump. Customer technical support (cts) advised patient of criteria for changing out site and giving injection by syringe, and that she should discuss protocol with hcp for bg elevations. Cts was unable to determine if pump was delivering, as they refused to go through the pump. Cts advised husband that due to bg elevating after the site/set change on (B)(6) 2013, admission is likely related to a problem with the infusion site, and not the pump. Also advised husband to contact cts immediately when there is an issue with bg or supplies or pump. This complaint is being reported because a patient on pump therapy was hospitalized with hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows delivery interruption due to a suspend for two days and five hours from (B)(4) 2013; another delivery interruption occurred for five hours on (B)(4) 2013 due to an unconfirmed replace battery alarm. The total daily dose history appears inaccurate due to these delivery interruptions. The pump powered on appropriately to the verify screen. The display was observed to be dim and discolored. A test display was inserted and the contrast returned to normal. Testing was completed using the test display. The pump was primed and exercised for 24 hours, with no issues occurred. The pump passed 29-hour flow accuracy testing with no issues observed. The pump was suspended during investigation, and the pump emitted the appropriate audio-visual alerts. The keypad was observed to be undamaged and all buttons responded as expected. The pump was opened and no internal damage was observed. There was no defect found on investigation.